Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12aug2019. The customer was given a credit. Failure analysis of the returned part indicates: the piezo buzzer ls1 was failing intermittently due the piezo¿s insulation resistance being out of specification. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device had an e/c 1007 (machine and proximal pressure sensors failed) on receipt. There was no patient involvement.